Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced short battery life with their insulin pump, requiring daily battery replacements. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed including reviewing battery usage and settings. Due to the recurrence of the issue, the pump was deemed to require replacement. The customer was instructed to revert to their backup plan as per healthcare provider instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
The pump had high sleep current and high active current. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, scratched keypad overlay, pillowing keypad overlay, stained keypad overlay and cracked keypad overlay at the select button, up button, down button, left button and right button. The pump had a corroded battery tube. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further checking of the pump history records: battery cycle 43.0 received the lowbatteryalert (104) on 08/11/2025 07:14:00 faster than expected at 0.9 days. Battery cycle 42.0 received the lowbatteryalert (104) on 08/09/2025 19:16:00 faster than expected at 0.82 days. Battery cycle 41.0 received the lowbatteryalert (104) on 08/08/2025 20:04:00 faster than expected at 0.9 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, force sensor and motor. Perform the history review 1 week prior to the event date 11-aug-2025 in the pump history file and found 2 changebatteryfault (73) on 08/05/2025, 1 lowbatteryalert (104) on 08/06/2025 03:04:00.000, 1 changebatteryfault (73) on 08/06/2025 12:35:00.000, 2 offnopower (11) on 08/06/2025 13:06:00.000 and on 08/06/2025 13:16:00.000, 1 battoutlimit (6) on 08/06/2025 14:05:17.000, 1 changebatteryfault (73) on 08/07/2025 21:45:00.000, 1 offnopower (11) on 08/07/2025 22:16:00.000, 1 sensorerroralert (801) on 08/08/2025 13:08:11.000, 1 lowbatteryalert (104) on 08/08/2025 20:04:00.000, 1 lowbatteryalert (104) on 08/09/2025 19:16:00.000, 2 changebatteryfault (73) on 08/10/2025 04:47:00.000 and on 08/10/2025 04:57:00.000, 2 offnopower (11) on 08/10/2025 05:18:00.000 and on 08/10/2025 05:28:00.000, 1 battoutlimit (6) on 08/10/2025 09:37:24.000, 1 lost sensor alerts on 08/10/2025, 1 lowbatteryalert (104) 08/11/2025 07:14:00.000, 1 changebatteryfault (73) on 08/11/2025 16:45:00.000, 2 offnopower (11) on 08/11/2025 17:16:00.000 and on 08/11/2025 17:26:00.000 and 1 battoutlimit (6) on 08/11/2025 22:22:47.000. Changebatteryfault (73), lowbatteryalert (104), offnopower (11), and battoutlimit (6) due to moisture damage on the electronic assembly. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The pump had high sleep current and high active current due to moisture damage on the electronic assembly. Power problem-charge/battery lasts less than expected confirmed due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.